Event description:
Reporter alleged obtaining discrepant blood glucose values of 490 mg/dl back to back with a result of 100 mg/dl when testing was performed within 2 mins of each other on the aviva system about a year ago. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect product however the alleged incident occurred a year ago and no product is available for return.